Event description:
It was reported that the patient presented with a preoperative diagnosis of non-union at l4-5 and left sided l4-5 lumbar spondylosis with stenosis. The patient underwent hardware removal of rods and instrumentation l4-5; exploration and fusion l4-5; posterior spinal fusion l4-5; and left l4-5 laminotomy, foraminotomy and medial facetectomy using left iliac crest bone graft and rhbmp-2/acs. A combination of iliac crest bone graft and rhbmp-2/acs was the packed into the lateral gutters bilaterally. No complications were reported. The patient's post-operative period was marked by complications which included, the need for additional surgery, medical treatment, pain, nerve damage, nerve impingement, and ectopic bone formation.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2003 the patient underwent : hardware removal of rods and instrumentation l4-5; exploration and fusion l4-5; posterior spinal fusion l4-5; horizon instrumentation l4-5. Reinstrumentation; left iliac crest bone graft and rhbmp-2. Preoperative diagnosis: non union l4-5. Perop notes: screws bilaterally at l4 and 7.5 x 45 millimeter screws bilaterally at ls. Good fixation was noted at each level. At this point, x-rays were obtained and showed the screws in good position. Emg stimulation was performed. Nerve root stimulated at a low threshold. All screws stimulated greater than 20 milliamps indicating adequate screw positioning. Following the decompression, the wound was copiously irrigated and attention turned to bone grafting. Left iliac crest was exposed vis separate fascial incision. Window was formed in the crest and cancellous bone was harvested using curet. Rods were cut and contoured appropriately for the pedicle screws and affixed within the pedicle screws using top loading plugs. The construct was tightened, noted to be stable and the plugs were sheared. A combination of iliac crest bone graft and rhbmp-2 was the packed into the lateral gutters bilaterally. Attention was turned to closure. On (B)(6) 2003 the patient underwent redo re-exploration of left at l4-5 with a left l4-5 laminotomy, foraminotomy and medial facetectomy. Preoperative diagnosis: possible pseudo arthrosis at l4-5 after a previous l4-5 lumbar fusion, and left sided l4-5 lumbar spondylosis with stenosis.